Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of harness and noise in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction related to customer allegation cause could not be identify and poor contact of harness. Noise in image due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had e226 scope communication error - no image. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.